Event description:
It was reported to vyaire medical that unit is not ventilating and showing alarm 316-blower failure, they have provided the logs. As per logs, there is no blower temperature alarm triggered, "blower start retry" 684 entries are logged between (B)(6) and (B)(6) 2024, unit triggered alarm 316-blower failure on next startup on (B)(6) 2024 2:38:27 pm. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Findings / root cause: reported issue caused by internal failure of micronelu65h4 blower.

Event description:
Additional information received indicates that the customer sent over logfiles for further investigation.